Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving dilaudid (hydromorphone) 4 mg/ml for a total dose of 0.84 mg/day via an implantable pump for no known indication for use. It was reported the patient experienced withdrawal. The patient felt the pump was flipping in the pocket. Factors that may have led or contributed to the event included the sutured pump broke loose and began to flip. The patient had exploratory surgery on (B)(6) 2021. It was noted that the catheter was twisted in the pocket. The catheter was cut by the surgeon and there was good cerebrospinal fluid (csf) flow/return. A new pump segment was connected to the existing/old catheter on (B)(6) 2021. Csf flow was confirmed from the side port and the pocket was closed. It was noted that the issue was resolved at time of event. The patient's status at time of report was alive- no injury. The patient's medical history was asked but unknown. The event date was (B)(6) 2021. No further complications were reported/anticipated.